Event description:
It was reported that the patient visited the hospital on (B)(6) 2013 because of pain on the left side of her hip. X-rays showed that the implant was broken. On (B)(6) 2013, the broken implant was retrograde removed and a dhs implanted.

Manufacturer narrative:
The manufacturer did not yet receive explanted devices x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided so far. However there is no indication for a product failure. As soon as an investigation result is available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(6) considers this case as closed. Zimmer's reference number of this file is (B)(4).